Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: it is important that the port connections be connected correctly, and the lid pressed down securely for proper operation of the purewick¿ portable collection system. Incorrect or inadequately secured connections can result in loss of suction. Connect tubing 6. Firmly press the pump tubing (shorter tubing) onto the connector port of the system base. 7. Firmly press the small blue connector of the pump tubing (shorter tubing) onto its port on the canister lid. 8. Attach the ring of the pour spout cap around the base of the pour spout. Orient the pour spout cap away from the canister handle so it does not interfere. 9. Firmly press the large blue connector of the collector tubing (longer tubing) onto the pour spout. Point collector tubing away from canister lid. This ensures a secure connection. Position the system the system should always be upright and level for proper function. If the system is tilted excessively or placed on its side, the pump will turn off. If using next to bed or chair: 10. Place the purewick¿ portable collection system next to the bed or chair where it will be used. For best suction, place the system on the floor or as low as possible. Replacing the accessories: replace the canister, lid, pour spout cap, pump tubing, and collector tubing for each user per facility protocol or at least every 90 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 90 days. Replace the carry strap when there is any visible damage like rips and tears. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said this is the second time; not getting suction and the machine is horrible. The last person they spoke to said since its suctioning water the machine is okay, but it is not I want a refund or some kind of solution now. No additional information provided. Used with male wicks.